Event description:
Lead was cut due to infection. There was redness and discharge at the incision site. This event is related to 2183787-2024-00070.

Manufacturer narrative:
H2: correction checked. G3: date updated to correct received date 8/19/2024.